Event description:
The following event originated from a patient via snail mail, and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident (cva) and device leak occurred. A left atrial appendage (laa) closure procedure was performed on an unknown date, and a watchman closure device was deployed. The patient reported the physician stated the closure device was too small, so it was removed. After approximately a year of waiting, the patient underwent another laa closure procedure, where a larger watchman closure device was then implanted. On (B)(6)2025, approximately four years later, the patient experienced a cva. A transesophageal echocardiogram (tee) was performed and it revealed there was a leak around the closure device. The physicians placed the patient on eliquis in response to the leak. No further information was provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.